Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a previous attune tibial revision for a loose tibia. The patient was revised to a stemmed component due to a loose femoral component at the bone to cement interface, cement manufacturer is unknown. Patient has secured a lawyer and plans on a lawsuit against depuy. Doi: (B)(6) 2017. Doi of the femoral component: (B)(6) 2016. Dor: (B)(6) 2018; left knee.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.